Event description:
The following has been reported: "error 51 speaker. Defective spare part will be sent to france." Device history record was reviewed, nothing linked to the reported event was found. Device history log was reviewed, reported event was confirmed. The subject device (model agilia sp tiva wifi, (B)(4). Was not sent back to our laboratory for analysis as repairs were performed locally. However, the suspected defective ci flex binder was returned as a spare part to be investigated. Upon reception, the subject part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the subject part was performed using an agilia sp test bench. Test 9 of the maintenance menu as well as the audio test were with lab software testdeviceagilia. Both were compliant. Then, a normal test run was started, during which alarms were created without triggering any error. Based on available information, the root cause of the reported issue remained unknown (not the ci flex binder). An internal event has been open in order to investigate and monitor the occurrence of error 51. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.